Event description:
It was reported that during a surgery the user facility forcefully plugged a linvatec shaver into a dyonics console and the shaver cord heated up. The shaver cord caused a first degree burn to the non operative thigh of the patient. The surgeon consulted a plastic surgeon. No medical intervention required.